Manufacturer narrative:
As-received device was visually inspected and header of the device was found to be separated from the metal can due to excessive force used by user. This is consistent with improper handling of the device header by user. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that during procedure, the patient's implantable cardiac monitor (icm) header broke off upon removal. The icm was explanted. The patient was stable throughout procedure.